Event description:
A vns treating physician in (B)(6) reported to our country representative that they had a vns patient who felt electrical pulses in the neck area. The physician reported that a burn had been seen in the patient's mouth upon exploration. Good faith attempts are underway for further information in regards to the reported event and confirm device function. The relationship to their vns is unclear at this time. It is unknown if the patient consumed a hot beverage or has some other kind of mouth trauma from another cause.